Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation. There is no report of serious injury or death associated with this event.

Event description:
Robotic nephrectomy - "trocar broke above the balloon during a robotic nephrectomy. Proper attachment into robot and trocar started bending immediately once pressure was applied to patient." Add info received via email from sales rep on february 23, 2017 - "the break was not described to be clean in the middle of the shaft of the trocar. (B)(6) was told that the balloon was not deployed but the trocar snapped right above it. There was a scope in the cannula. No pieces fell into the patient. The trocar was attached to the da vinci system cannula mount." Patient status - "no patient injury or illness occurred associated with the complaint event".